Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a direxion micro-catheter. The device showed damage in the form of 2 fractures. The fractures were located 3.5cm from the hub and 50cm from the hub. The device was not completely separated the inner liner was still attached. The fracture at the strain relief looks to be consistent with a bending force break. The fracture at the 50cm location is consistent with a tensile break as some of the coils look to be stretched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. Vascular access was obtained via radial approach. The target lesion was located in right uterine artery. A direxion hi-flo fathom-16 system was selected for use. During procedure, it was found out that the catheter was kinked and fractured in y-adapter; one fracture right at the hub and the other about 15-20cm from the hub. Consequently, it was difficult to inject microspheres so the catheter was removed from the patient's body. Another of the same catheter was used and completed the procedure. No complications were reported and the patient is stable.